Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The cause of the fault was an intermittent baton failure. It was found that the customer had wrapped heat shrink around the baton cable. The baton was plugged into a test monitor and the monitor was powered on; the image became intermittently staticy. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton's cable had an internal separation which caused the image to cut in and out. A delay in the procedure of a few minutes occurred as a back-up pgvl video baton 3-4 was obtained. No harm to patient or user was reported.